Manufacturer narrative:
No conclusion can be made. The information provided alleges, on the same day as implant, the patient experienced rejection and infection. The product is sold sterile to the customer. The cause of the patients post implant complications cannot be determined. Regarding infection the warning section states the following: " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via (B)(6): on (B)(6) 2017 during a hernia repair procedure the patient was implanted with "ring filling tablets" (davol perfix plug). As alleged on the same day as implant ((B)(6) 2017), the patient experienced rejection and infection and the mesh was cut and removed from the patient.